Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the ventricle perforation was use related and related to manual manipulation of the heart.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
A 76 year old male with a coronary artery bypass graft (CABG) presented for impella support. While advancing the pump wirelessly into position, the patient's left ventricle was perforated. The injury was repaired and impella support proceeded.